Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had sensor anomaly. Customer's blood glucose was 7.2 mmol/l. The customer stated that the first sensor the needle came out when she pulled away the serter and the second sensor still stuck in the pedestal. The customer reports hub assembly isn't inside serter. The customer reports catch arm is not bent. The customer was advised and reviewed processed of seating serter down on to pedestal. The customer was advised to return the complete sensor and will ship replacement. The customer was advised to monitor.